Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump shut off without warning low life. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that battery life did not last full seven days, insulin pump rejected new battery, failed battery test and unexplained no delivery alarm. The insulin pump will not be returned for analysis.